Event description:
Dexcom was made aware on 03/24/2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced a skin reaction with itching, rash, redness and blister extended beyond the patch perimeter, which occurred 1 day after the sensor had been inserted in the arm. The reaction was treated with a prescription of an oral corticosteroid. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).